Manufacturer narrative:
Investigation: the instrument has been examined visually and microscopically with a (B)(4). We made a visual inspection of the instrument. Here we found a broken ceramic scissor blade and charred parts. The fragments are missing. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume that the sparking was caused by the broken ceramic scissor blade. Without further knowledge about the circumstances we assume a mechanical overload situation a the causal factor. According to the DHR files a material defect and production error can be excluded. There are no indications of a pre-damage or similar. According to the instruction for use the follow caution must be observed: "-to avoid damage to the working tip, especially to the ceramic insulation: do not apply excessive forces and protect the working tip from impacts and knocks." No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the device sparked right after starting to use it.